Manufacturer narrative:
There has been a previous report received where lack of water flow has caused an overheating insert. Since an overheating insert could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. Woe hose, tubing, clogged. Found restricted water flow when hp cable is held a certain position. Damaged handpiece cable. The covid-19 pandemic caused a disruption in normal business activities, resulting in late submission of this report.

Event description:
Based on the repair evaluation of the g130, the repair technician found restricted water flow when handpiece cable is held a certain position, and a damaged handpiece cable; no injury resulted.